Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.124 ng/ml vs. An expected result <0.012 ng/ml) from a single patient sample run on the vitros 5600 system. The affected result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was retested as the customer repeated the sample for a correlation study. The repeat result was believed to be the expected result and the corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 system. There was no indication that an instrument related issue or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation was unable to determine a definitive root cause. However, a pre-analytical sample processing cannot be ruled out as a potential contributing factor. The root cause of this event is unknown.